Event description:
On 05/19/2010, clinical specialist reported, patient was not tolerating the infusion set well; was causing her to have "rocky bumps". Clinical specialist stated, patient tried a different type of infusion set for 5-6 days and was tolerating them much better but knew that they were too short. Clinical specialist reported patient's readings were in the 300 mg/dl range on (B)(6) 2010, and could not bring the readings down with correction boluses because the needle was not sitting deep enough into her fat and she wasn't getting the insulin. Clinical specialist stated, the patient knew when started using the infusion set this may happen since they were not long enough; patient needs longer needle. Clinical specialist reported the patient changed back to her initial infusion sets so she could bring her readings down; was able to bring them down to normal by the following morning. Clinical specialist reported, patient's readings are currently normal. Advised to change infusion site every 2 days. Sending replacement infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.